Event description:
It was reported that during an unknown procedure, the clips were scissoring. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the instrument was returned non-functional. The instrument was fired and the clips were intermittently fed into the jaws. The cartridge cover was noted to be misassembled, preventing the clips from being properly fed to the jaws. A possible cause of the finding is the misassembling of the cartridge cover during the manufacturing process. However, no scissoring issues were noted during functional testing. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Misassembled cartridge.